Manufacturer narrative:
This event was originally reported via remedial action exemption, see report number: e2012005 2182208. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. The exact cause of the voltage variations was due to integrated circuit lock-up. (B)(4).

Event description:
It was reported that device had a sudden decrease in voltage, but had not reached elective replacement indicator. The device was explanted and replaced. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.